Manufacturer narrative:
Result: the lantern delivery microcatheter (lantern) was ovalized approximately 110.0 cm from the hub, stretched approximately 130.0 cm from the hub, and fractured approximately 134.0 cm from the hub. Conclusion: evaluation of the returned device confirmed the lantern was fractured and stretched. This type of damage may have occurred due to forceful manipulation of the lantern during repositioning or retraction. It is possible for the distal segment of the lantern to become restrained against other devices used in the procedure that may have prolapsed in the patient anatomy, or against tortuous patient anatomy. If the distal segment of the lantern is pinned or otherwise restrained, and then forcefully withdrawn against resistance, the catheter shaft may become stretched and fractured. Further evaluation revealed the lantern was ovalized proximal to the fracture location. This damage may have occurred due to forceful manipulation of the lantern during positioning within patient anatomy. The lantern was checked for lubricity during decontamination, and lubricity was present. Lanterns are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure for a pulmonary arteriovenous malformation (avm) using a lantern delivery microcatheter (lantern). It should be noted that the patient had a prior embolization done thirty-two years ago. During the procedure, the physician advanced the lantern through the existing coil mass and deployed several coils from another manufacturer into the avm. However, upon attempting to adjust and remove the lantern, it shredded. The lantern was still partially connected so it was withdrawn from the patient with no additional device necessary. The procedure was then completed using another manufacturer's microcatheter. There was no report of an adverse effect to the patient.